Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized. No additional information was provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.

Manufacturer narrative:
Customer follow up on (B)(6)2019: reportedly, customer experienced a blood glucose (bg) level of 700 mg/dl and diabetic ketoacidosis. Subsequently, customer was hospitalized. Reportedly, customer ate too much food leading to elevated bg level. Bg was treated with intravenous insulin and bolus via the pump. Reportedly, the customer sustained 3 heart attacks. The customer was released on (B)(6)2019.